Event description:
Breg, inc received a report from a patient that a polar care glacier cold therapy system with wrap on ankle pad was leaking from the pad and the patient's dressing got wet. The reporter also indicated that the pump was not working. No additional information was given (i.e. No patient information (apart from name), no medical attention as a result of leak). There was no report of an adverse event requiring any medical attention.

Manufacturer narrative:
A breg customer service representative took the report from the sales representative (who obtained the report from the customer) regarding the issue and sent out a new device to the customer. The original device was returned to breg, inc. And a quality technician performed a failure analysis and found that the pump was in good working order. No leakage was found after 24 hours of simulated use. The reported complaint could not be confirmed. It was not possible to reproduce the leaking of the pad. No malfunction of the device was detected.